Event description:
Review of service data has detected a reportable event. Upon service investigation of electrode belt sn (B)(4) was found to have a cut cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The received, the cable connecting ECG-a and ECG-b was cut through the insulation. The yellow (gel fire return), brown (lead 1+) and green (belt dischg) wires inside of the ECG-a to ECG-b cable segment were also cut. The root cause of the cut able was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.